Manufacturer narrative:
The system was evaluated by a bci field service engineer (fse). Through troubleshooting. It was learned that the ise buffer line going to the ise ratio pump was pulling air when the system was started from standby. This caused the first sample of each run to be under diluted and ise results were high. Subsequent results in the run were correctly diluted and not questionable. The fse repaired the ise ratio pump, including the motor. There have been no further occurrences of high ise results. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2011-04242 and 04243.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously high results for sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (calc) for a pt sample. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. However, there have been no reports of death or serious injury associated with this event. The ion specific electrode (ise) system is routinely calibrated every 24 hours. A quality control (qc) is run every 12 hours. The qc prior to the event recovered within the lab's established ranges. The issue was discovered when a high cl result triggered an automatic critical re-run. The re-run result was within the reference range. The customer re-ran the sample again on another dxc analyzer, resulting in all of the results being lower. An amended report was issued with the corrected results. The customer stated that there were similar events for two other samples. This is report 1 of 3 medwatch reports filed for this event for pt 1 of 3 patients.